Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing pain that woke them up. The patient reported that their adaptive stimulation that they had on their programmer disappeared and they woke up having great pain at the site of the implantable neurostimulator (ins). It was verified that the patients stimulation was off at the time of the call, and their adaptive stimulation wasnt on either. The patient stated that they turned stimulation off and didnt want to turn it back on. It was noted that the issue occurred a day prior to the date of this report. It was further reported that the patient was able to turn adaptive stimulation on, after turning stimulation back on first. The patient stated that this was the third time in which adaptive stimulation had disappeared. It was recommended that the patient monitor and if it happens again, to determine what they were doing before the change was noticed. Indication for use is non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the adaptive stimulation disappearing on their programmer were unknown. The patient stated that they just woke up and could tell right away that it was not adapting. It was noted that the patient received assistance in setting up adaptive stimulation again in order to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.